Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances to high levels and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.